Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable crpl3 c-reactive protein gen.3 results for one patient sample from the cobas 4000 c311 system. The initial result was 196.15 mg/l and was reported outside of the laboratory. The customer did not perform quality control on the date of event. On (B)(6) 2019, the repeat result was 0 mg/l on a cobas 6000 analyzer which was believed to be correct. The result from another sample from the patient was 0 mg/l twice. Based on the initial result, the patient had additional blood tests, a lumbar puncture, and five days hospitalization before discharge. Additional information regarding the patient's disease, clinical symptoms, and other laboratory results was requested but was not provided. The reagent lot number was 42402601 with an expiration date of 30-nov-2020.

Manufacturer narrative:
Sample from the patient was not available for further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.